Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The target lesion with no significant bend was located in the mildly tortuous and moderately calcified coronary artery. After pre-dilatation resulting in 25% residual stenosis, a 2.75 x 28mm synergy xd drug-eluting stent was selected for treatment. However, during advancement, the distal edge of the stent strut was lifted. The procedure was completed with different device. No patient complications nor injuries were reported.

Manufacturer narrative:
(E1) initial reporter city: (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly tortuous and moderately calcified artery. After pre-dilatation resulting in 25% residual stenosis, a 2.75 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, it was noticed that the distal edge of the stent strut was lifted when advancing to the lesion. The procedure was completed with different device. No patient complications were reported. It was further reported that after pre-dilatation, the device was unable to cross the lesion.